Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material that had not been sufficiently removed, however, the cause for the material entering the nozzle could not be specified. The nozzle was not reported to have been deformed. It is likely reprocessing was not performed in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in the event, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The illumination lens was discolored. Scratches were on the insertion tube. Dirt on the insertion tube that was difficult to remove. The curved rubber adhesive part was missing. The amount of air supplied was insufficient due to clogging of the air/water nozzle. The amount of water supplied was insufficient due to clogging of the air/water nozzle. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. The amount of water applied was insufficient due to clogging of the air/water nozzle. Scratches were found on the tip cover. The watertightness of the up/down knob was not maintained. Scratches were found on the universal cord. Dirt was difficult to remove with the universal cord. Electrical connector guide pins were not watertight. The air and water supply cylinders were corroded. The objective lens was discolored. Cloudiness was recognized in the image. Scratches were found on the operation part. The operation part was discolored. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were on the operation unit cover. Scratches were found on the right/left knob. Scratches were found on the grip. Water coverage was recognized on the electrical connector. Electrical connectors were corroded. Scratches were found on the scope connector. The scope connector was corroded. Scratches were found on the scope connector joint case. Peeling of paint was recognized on the suction cylinder. Peeling of the paint was recognized on the air/water supply cylinder. Protector of universal cord on scope connector side had a scratch. Protector of universal cord on control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera gastrointestinal videoscope freeze and did not work. The customer conducts pre-use checks. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. User facility does not know when the foreign object adhered to the scope. It is unknown if the endoscope was used in a case with the foreign object attached. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. It is unknown if there were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. The liquid was sent to the air/water nozzle.